Event description:
The manufacturer received information alleging that while the device was in use on a patient, the device restarted. There was no harm or injury reported. The ventilator was returned to the manufacturer for evaluation and the customer¿s complaint was not duplicated, but a system reboot error code was found in the ventilator's downloaded error log. The device's main board was replaced to address the issue. The bipap a40 system silver is substantially similar to the bipap a40 and will be reported in the united states under bipap a40 system silver, 501k number: k121623.